Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Two endoanchors were implanted into the another manufacturer's stent graft for treatment of a 60.7 mm max diameter infrarenal abdominal aortic aneurysm. It was reported that approximately 20 days after the index procedure, the patient experienced urinary retention. The urinary retention was assessed by the investigator to be related to the index procedure. The patient was given medication and the event resolved. The patient recovered with treatment. No additional clinical sequelae were reported and the patient is fine.